Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing a low blood glucose (bg) event in the morning, with a recorded bg level of 63 mg/dl. The user had not eaten prior to the event. Device data indicated a prolonged period of elevated bg overnight, which may have led to insulin stacking and contributed to the low. The ilet alerted for the low bg, and the user consumed juice to correct it. No medical intervention or outside assistance was required. The user reported feeling fine at the time of the event.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.